Manufacturer narrative:
Additional gore® tag® device included in this report: tgu454515/14054114. (B)(4). A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to neurologic damage, local or systemic (e.g., paraplegia, paraparesis).

Event description:
On an unknown date, the patient underwent a carotid-to-left subclavian artery bypass. On (B)(6) 2017, the patient was implanted with two conformable gore tag thoracic endoprostheses [tgu404015/14763304 (proximal) and tgu454515/14054114 (distal)] to treat a descending thoracic aortic aneurysm. The proximal component was implanted at the distal origin of the left common carotid artery. The distal component landed inside a surgical graft from a previous open thoracoabdominal aneurysm repair. The patient tolerated the procedure. On (B)(6) 2017, the patient reportedly developed spinal cord ischemia and paraplegia. The patient was given platelets, and then a spinal drain was placed. Neurology was consulted, and an MRI reportedly ruled out a stroke. The cause for the spinal cord ischemia and paraplegia is not known, however, the physician does not believe the gore tag device caused or contributed to these issues. According to the report, the patient has begun to regain some sensation but no movement. The physician will continue to monitor the patient.